Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event, treatment details, action taken with dianeal therapy, and the patient&#38112;recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient reused a single use product which led to peritonitis. It was unknown if the patient was hospitalized for the event. Treatment, action with pd therapy and the patient outcome remain unknown. It was unknown if the patient was retrained on proper aseptic technique. Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.